Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient reported diaphragmatic stimulation on (B)(6) 2019. Dislodgement was later noted on the lead. Lead was repositioned on (B)(6) 2019 and remains actively implanted. Should additional information become available, this file will be updated.